Event description:
It was reported that during a revision a change in the capsule was required to accommodate the new on the implantable cardioverter defibrillator (ICD) and a hematoma occurred. The physician then performed a drainage of the hematoma. The patient was in stable condition.